Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock unscrewed from the infusion set tubing. The customer's blood glucose level was not impacted. It was confirmed that the customer was successfully able to prime his tubing.